Event description:
End user called for assistance checking the calibration of the device. After phone trouble-shooting, it was discovered that the device did test the calibration but high out of range. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
None.